Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing. The patient was hospitalized, medications were adjusted, and the patient underwent a stress test. Subsequently, the s-ICD system was explanted and replaced with a transvenous ICD system. No additional adverse patient effects were reported. The explanted device was not returned for analysis. Clinical study: (B)(6).